Manufacturer narrative:
Device was used for treatment, not diagnosis. The visual inspection of the returned plate completed by the complaint handling unit on (B)(4) 2014 revealed the screw was stuck in the plate. The complaint condition is likely the result of a cold welding of the screw head inside of the plate thread. Further it could be that soft tissue could have grown between the screw and plate. Another possible reason could be instable fracture which leads to micro movement causing fretting. Additionally too much applied mechanical force while tightening may have caused the problem. The articles were analyzed for conformance to print specifications as well as the device history record was researched; no abnormal findings were identified. No product fault could be detected. Placeholder.

Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: history: patient experienced a fracture of the proximal end of the tibia and was implanted with a locking compression plate (lcp-plt) and unknown amount of screws in (B)(6) 2012. After surgery patient experienced pain: a screw was found projected inside the joint and after surgery the position of the reduced fracture moved, and the screw at the third hole from proximal of the plate penetrated through the articular surface. That was a cause of the algia (pain). Surgery was performed, it was discovered the screw head was broken and the extraction screw tip broke in the hex of the screw, date unknown. The screw could not be removed with surgeon closing the patient. A second surgery was performed (B)(6) 2013. The bone adhesion could not be confirmed, the surgery for removal and plate fixation took place. This report is on the second surgery: 5.0mm locking screw. This is 2 of 2 reports for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. Implant date: (B)(6) 2012. Manufacturing documents were reviewed and no complaint related issues were found. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.